Event description:
It was reported that a new user attempted to set up an ilet system with a freestyle libre 3 plus sensor that had already been scanned and paired to a separate receiver, leading to a pairing failure with the ilet due to the sensor being in use by another device. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no impact on blood glucose control and no need for medical intervention. Investigation included troubleshooting and user education on the proper pairing process. Investigation of this case revealed that the sensor pairing behavior aligned with expected design when a sensor is already bound to another device. It was concluded that the event was attributable to user setup error, and proper education resolved the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.